Event description:
Polishing cone (drill bit) dislodged and dropped into patient's mouth, patient swallowed. Institution recently made aware pt underwent colonoscopy and later passed drill bit. FDA safety report ID# (B)(4).